Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit passed the patient circuit calibration without any leaks and the unit pressurized to the correct pressure without any issues. When the user started the device, the unit worked intermittently. The unit stopped when the button was released and there were no alarms activated. The customer evaluated the unit and reset the board and the unit worked properly for one day and then, the issue reoccurred. The customer initially stated that there was no patient involvement but then later reported patient demographic information. Upon requesting clarification, the customer stated that it occurred during set up prior to placing the patient on the device so the device was not in use with the patient when the reported issue occurred.